Event description:
The customer reported a battery failure. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The authorized service personnel (asp) reported that the issue was discovered during setup for patient use. No patient harm and no delay in therapy were reported. The (asp) replaced the batter to address the reported issue.